Manufacturer narrative:
The reported complaint of a leak in the quattro catheter (lot 196842) was confirmed during the functional testing of the catheter. A water emission/leak was observed from the proximal luer port during the lumen crosstalk test. The probable root cause is a weakened wall between the lumens, which withstood pressure testing during manufacturing but resulted in a leak during clinical use. Visual inspection of the returned catheter was performed, and no physical damage was found on the catheter. Blood residue was observed in the balloons. Functional testing of the returned catheter was performed. All the infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to the pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi. No leak was observed from the catheter balloons. However, a water emission/leak was observed from the proximal luer port during the lumen crosstalk test, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the quattro catheter with lot 196842. Event of fluid ran into the patient was assessed as not serious. Based on the provided information, the event of was causally related to the zoll catheter and the procedure. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The fluid ran into the patient's vasculature is an anticipated event. Based on available information, no patient's effect was observed.

Event description:
In the morning there was an air bubble alarm from the thermogard xp ivtm system. It was then determined that the 500 ml saline bag was empty. No fluids were observed on or around the patient and/or the device. The nurses replaced the saline bag 2 times before calling zoll. The quattro catheter (lot 196842) was removed. The dwell time was 2 hours. The catheter was not replaced, no alternative therapy was used. The alarm on the console was cleared. No impact or consequence to the patient.